Event description:
Caller reported damage to the pump housing and usb port, which affected the ability to charge the pump, though it had not shut down. There was no adverse impact to the customer¿s blood glucose level. Technical support arranged for a replacement pump to be sent, with software updates and training available through their tandem source account, and instructed the customer to follow steps for returning the damaged pump. The customer planned to use multiple daily injections (mdi) as a backup therapy to ensure insulin delivery was not interrupted.